Manufacturer narrative:
According to the facility, "I identified a black discoloration on the inside of a syringe prior to usage on (B)(6) 2025. Concerned it was a contamination, we tore down all setup that had been opened." Per the facility, "a patient was not involved or in the room at the time; the case was only delayed by 15-20 minutes." The product has been requested for evaluation. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "I identified a black discoloration on the inside of a syringe prior to usage on (B)(6) 2025. Concerned it was a contamination, we tore down all setup that had been opened." Per the facility, "a patient was not involved or in the room at the time; the case was only delayed by 15-20 minutes."